Event description:
It was reported that following a catheter replacement, the pt experienced a csf leak. It was additionally reported that after multiple catheter replacements and attempts to correct a csf leak, it still persists. The hcp indicated plans were for a blood patch. The drug in the pump was baclofen 75mcg/ml.